Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e (essure) - free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and bladder repair ("bladder repair"), was found to have weight decreased ("I actually did the opposite and lost 50lbs") and experienced abdominal distension ("stomach bloating"), stress urinary incontinence ("stress incontinence") and adenomyosis ("adenomyosis"). The patient was treated with bladder sling procedure and surgery (hysterectomy,salpingectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased, abdominal distension, bladder repair, stress urinary incontinence and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, bladder repair, medical device removal, stress urinary incontinence and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Reporter added. Events added: stress urinary incontinence, adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e (essure) - free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and bladder repair ("bladder repair"), was found to have weight decreased ("I actually did the opposite and lost 50lbs") and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, weight decreased, abdominal distension and bladder repair outcome was unknown. The reporter considered abdominal distension, bladder repair, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received. New event added: bladder repair. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e (essure) - free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("I actually did the opposite and lost 50lbs") and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal, weight increased and abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. The case was upgraded from other event to incident. Event"congratulations on becoming e (essure) - free" was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.